Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low, out of range shocking impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) stated that the shock lead impedance (sli) was measured as zero ohms but the rest of the sli trends were stable. The episodes were reviewed and no noise was noted. Also, ts advised to monitor the performance of the lead or bring the patient in for further troubleshooting and to consider doing a maximum energy shock. Additional information states that the high voltage was rechecked and found out it was in normal range. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.